Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and the pump shut off unexpectedly. It was also reported that the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.